Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a dissection and 46 mm in diameter abdominal aortic aneurysm. The left common iliac artery measured 15 mm to 13.3 mm in diameter along a 51 mm length. The right common iliac artery measured 17.6 mm to 10.1 mm in diameter along a 27 mm length. It was reported that a CT revealed the endurant ii contralateral limb had previously migrated post index procedure on an unknown date. The CT revealed that an intervention was performed, on an unknown date, and another manufacturer's device was implanted extending into the common iliac artery. The event was resolved. Per the physician, the cause of the event could have been related to the device. Additionally, on an unknown date a CT revealed that the left limb of the endurant stent graft bifurcate had migrated. The physician implanted a 16x16x82 endurant limb and another manufacturer's iliac limb and the event was resolved and there were no endoleaks present. Per the physician the cause of the event could have been related to the device. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.